Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia to 54 mg/dl after a post-meal rise in glucose, followed by a crash, with logs suggesting the ilet delivered a correction that was associated with the low; education on the learning phase and device use was provided. Symptoms included dizziness and sweating. Outcomes included self-treatment with oral carbohydrates and snacks without medical intervention or hospitalization. Investigation included review of device logs and review of blood glucose trends with the patient. Investigation of this case revealed hypoglycemia with an unclear root cause despite a temporal association with a correction dose; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.